Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with unknown saline breast implants which the left side deflated and the right side has issue with capsular contracture baker grade ii-iii after implantation. Patient noticed the deflation. As a result, patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3504001bc, serial number (B)(4), and right replaced with catalog number 3504001bc, serial number (B)(4) on (B)(6) 2018. The patient did not experience any accompanying symptoms, was not hospitalized, and has since fully recovered. This report is for the right side.